Event description:
During an implant procedure, the device was unable to be interrogated. The physician elected to not use the device and implanted a new device to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. As received, the device was in ddd mode above elective replacement indicator (eri) voltage level. The device was programed to nominal settings for the remainder of the analysis. The results of all electrical test performed including telemetry, mechanical stress testing, and battery assessment indicated normal device characteristics. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the device was unable to be interrogated via inductive telemetry.